Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the baxter user manual, perform annual preventive maintenance procedures to make sure all excel care es bariatric bed and excel care bariatric therapy system components are functioning as originally designed. Pay particular attention to safety features such as electrical power cords for fraying, damage, and proper grounding. If damage has occurred to the power cord, immediately remove the bed from service, and contact the applicable maintenance personnel. Failure to do so could cause injury or damage. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on july 18, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that excelcare frame power cord had damage with exposed copper wires. The bed was located at the account and occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.